Manufacturer narrative:
Manufacturer evaluation - one therapy cool path 7f catheter was received for evaluation. Visual inspection revealed no anomalies. Functional testing of the device confirmed the catheter passed continuity, resistance and EKG testing. The catheter created a curve when deflected in both directions matching the required template. Steering force to create a curve was within specification. The catheter also successfully passed the pressure drop, flow rate and ablation simulation test. Microscopic evaluation of the device revealed no anomalies. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU. The following dates are estimated. Only the month/year is known: expiration date.

Event description:
It was reported while using the therapy cool path catheter to create ensite navx geometry during a right ventricular outflow tract ablation procedure, the pt developed a pericardial effusion. The physician noted while collecting geometry with the cool path catheter the movement of the heart had decreased from the initiation of the procedure. The pt became hypotensive and a pericardial effusion was noted. A pericardiocentesis was performed and the pt stabilized. The procedure was completed using a non sjm catheter. The pt was transferred to the intensive care unit in stable condition with the pericardial drain in place for observation.